Event description:
The customer reported to olympus that the evis exera ii ultrasound gastrovideoscope had foreign material exiting from the air/water nozzle. The issue was observed during a procedure. There were no reports of patient harm associated with this event. Additional information has been requested regarding this event; however, it has not been received.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was not confirmed. The device evaluation found the following: found a needle stuck inside the nozzle, the forcep was stuck inside biopsy channel, there was a strong leak at the biopsy channel, there were minor scratches at the control body, there was a crack at the bending section cover rubber glue, the brush passage was not passable, the image is intermittent and flickering, there was a broken 1 echo signal at ultrasound medical image, the suction flow was unable to be checked, the insertion tube had snakiness, there was corrosion due to fluid invasion in the body control unit, there was corrosion due to fluid invasion at the scope connector, there was corrosion due to fluid invasion at the ultrasound medical connector, and there was corrosion at the electrical connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The procedure was therapeutic.

Manufacturer narrative:
Corrected fields: b5 (information was inadvertently missed) this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of foreign material remaining in the device could not be specified. Reprocessing methods are described in the following chapters from the instructions for use (IFU). Chapter 6 compatible reprocessing methods and chemical agents chapter 7 cleaning, disinfection, and sterilization procedures olympus will continue to monitor field performance for this device.